Event description:
A medtronic representative reported that, while in a procedure, the straight suction instrument would not verify, no distance-to-divot value reported. The surgeon noted being accurate on the outside of the patient nose, however, alleged a 1-2cm inaccuracy on the inside. It was noted the instrument may be bent. The surgeon completed the procedure with the use of alternate instruments and the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. Device lot number, or serial number, not available as the suspect straight suction has not been returned to manufacturer. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, performed a planned maintenance (pm). Straight suction device was tagged and taken out of service. Recommendations were made regarding not straightening instruments on site, and returning to inventory. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.